Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lower lobe resectioning. The stapler did not fire. The stapler was blocked. To correct the issue, another device was used but the other device also fall. No patient injury or extension in surgical time. Patient status is alive, no injury.